Event description:
Additional information was received that the lead was discarded and will not be returned to the manufacturer for evaluation.

Event description:
It was initially reported during generator replacement surgery that the surgeon found a lead fracture. It is unknown if the surgeon actually saw a lead break or had received high impedance. The lead was not replaced at that time but was at a later date. Good faith attempts for more information have been unsuccessful to date. Product return attempts are in process.